Event description:
The reporter stated the surgeon was in the process of inserting an aq2015a silicone three piece lens, and noted the posterior capsule was torn just before the lens touched the patient's eye. The lens was partially inserted and was removed with no patient injury, no enlarged incision. A different model lens was implanted and two sutures were required to close the incision. The surgeon stated the capsule tear was not caused by the lens and a vitrectomy was not performed. The reporter stated the surgeon does not use an injection system or viscoelastic to insert lenses, he uses forceps. The reporter stated this facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Evaluation results- other: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable.